Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the lead was stretched. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead became damaged during the implant procedure as a result of positioning and removal difficulties due to patient anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.